Manufacturer narrative:
.

Event description:
The customer reported that the caregroup overview function was not performing normally. There was no patient involvement as there were no reports of a patient injury or harm.